Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres for 21 to 22 seconds, the balloon ruptured. There were no balloon pieces left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.